Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, in the early learning phase of ilet use, experienced a low glucose alert upon waking and treated with oral glucose per 15-15 guidance, after which blood glucose increased to 92 mg/dl and subsequently returned to range. Symptoms included hypoglycemia. Outcomes included resolution with self-treatment and no need for medical intervention. Investigation included remote troubleshooting and user education regarding hypoglycemia management during the learning phase. Investigation of this case revealed no device malfunction and suggested the event was consistent with expected glycemic variability during initial adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user physiology and therapy initiation factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.